Event description:
It was reported that there was fluid around the catheter incision. The patient was to have a MRI on (B)(6) 2014 to determine what the fluid was. If the patient lied on his left side a certain way, the catheter would make a horse shoe shape. If he was sitting up, he could feel the catheter all the way around to the pump which started after the catheter revision (see manufacturer report # 3004209178-2014-17481 for the revision). They reportedly ¿didn¿t put the catheter deep enough¿. The pump was ultimately removed because it was ¿not working like they needed it¿. The health care provider (hcp) had determined the patient was leaking spinal fluid and the hcps agreed that his body ¿may be rejecting the pump, not getting any relief¿ and it had been recommended to have the device removed. The device system was used to deliver bupivacaine and dilaudid. Patient outcome was not provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).